Event description:
It had been reported the rv (right ventricular) lead impedance had increased to greater than 1500 ohms, there was noise, oversensing, fracture, and inappropriate shocks. The patient's wife later reported that on (B) (6)2010, the patient was taken to the hospital after receiving several shocks and had surgery to "replace the wire, but died two days later." She also reported the death certificate listed cause of death as "cardiac genetic shock, septicemia or something." There is no allegation from a health care professional that the death was device related. Cause of death has been requested of the physician and not received. Further reported "the lead was very likely fractured and plans were to replace it."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) battery depletion-normal. No anomalies found, all conductors blood/body fluid (not obstructed), outer insulation melted, apparent explant damage. Full lead returned and analyzed. (B) (4) proximal conductor fractured, distal conductor fractured, defib conductor fractured, distal conductor blood/body fluid (not obstructed), distal conductor fracture (overstress), blood/body fluid outer tubing overlay, inner tubing kinked/buckled, outer tubing overlay melted, outer tubing separation (non-electrical), blood in/on helix/lobe mechanism, deformation/fracture in 5 cm proximal section of the inner coil - extension problems. Full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device and leads is in process; the results will be forwarded when available.

Event description:
It had been reported the rv (right ventricular) lead impedance had increased to greater than 1500 ohms, there was noise, oversensing, fracture, and inappropriate shocks. The patient's wife later reported that on (B)(6) 2010, the patient was taken to the hospital after receiving several shocks and had surgery to "replace the wire, but died two days later." She also reported the death certificate listed cause of death as "cardiac genetic shock, septicemia or something." There is no allegation from a health care professional that the death was device related. Cause of death has been requested of the physician and not received.